Manufacturer narrative:
The biomedical engineer reported that the pm box 04 in room 712 discharged a patient. It is unclear how the patient was discharged with the information provided but, to err on the side of caution, this complaint is being reported to FDA. The complaint was created to document information noted on the hospital's department logs. The hospital will not be providing any additional information. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Central monitor station was added as leaving this field blank will result in a failed submission.

Event description:
The biomedical engineer reported that the pm box 04 in room 712 discharged a patient. No patient harm was reported..

Manufacturer narrative:
Details of complaint: on 09/18/2019, the customer reported that room 712pm box 04 discharged a patient. No other information was provided. This ticket has been created to document the department logs from the hospital. The hospital will not be providing any additional information. This ticket will be resolved. Investigation conclusion: on 09/18/2019, the issue was resolved by the biomed; the customer did not provide more information. The root cause of this issue could not be determined due to the lack of details provided by the customer. The device was in use with a patient at the time, but no harm was reported. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d1 brand name; d4 model number; catalog number; serial number; UDI number; d11 & c2 concomitant medical devices; f9 age of the device; g5 PMA / 510k number; h4 device manufacture date. D2 common device name. Central monitor station was added as leaving this field blank will result in a failed submission. Additional information: b4 date of this report; f6 date user facility/importer became aware of the event; f7 type of report; f11 date report sent to FDA; f13 date report sent to manufacturer; g4 date received by manufacturer; g7 type of report; h2 if follow-up, what type?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that the pm box 04 in room 712 discharged a patient. No patient harm was reported..